Manufacturer narrative:
(B)(4). The reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the handpiece device had intermittent operation. The device was completely disassembled and the individual components such as the motor and control unit were individually tested. It was determined that the control unit worked perfectly; however, the motor did not. It was further determined that the handpiece was in a very good condition and no residual liquid was detected. The battery and the battery casing device which were used with the handpiece were investigated and it was determined that no failure was detected. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function and check the function with epd-console. It was determined that although the electronic control unit (ecu) function failed the pretest assessment, the ecu and trigger work properly. It was determined that the motor had am electrical fault. The assignable root cause of the motor malfunctioning was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device stopped working when used together with the battery and the battery casing device. It was further reported that the device did not start. It was reported that the device was disassembled from the battery and the battery casing device and it was noted that the battery device was fully charged. According to the reporter, an attempt was made to start the device again after several dismantling and then it started. It was reported that there seemed to be some kind of loose contact in the small battery drive device and the connection between the battery device. It was reported that because the device was not working again after surgery, the device was reassembled and it worked. It was not reported if there were any delays in the surgical procedure or if spare devices were available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.